Manufacturer narrative:
All operating currents were within specification. No unexpected low battery, off no power or battery out limit alarms were noted. No number ramping anomaly was noted on the display. All buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had unresponsive buttons. Customer stated that he changed battery was on it went to some numbers and had battery out of limit. Customer stated that the insulin pump got wet in the pool. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.